Event description:
Facility reports that a resident was being transferred using a likorall 242s, from wheelchair to bath chair in a hygiene #40 sling that the resident placed her arms and shoulders inside the sling body and slipped through the sling. Her head struck the bath chair and then the floor followed by the rest of her body, completely falling out of the sling into the floor. Resident was sent to ER for evaluation. Hematoma to back of head. Large bruise on right shoulder.

Manufacturer narrative:
On site inspection of the likorall 242s by liko rep on 01/29/2007 found the system to be in good working condition and had not been removed from service at the facility. The hygiene sling model #40, used in the incident had been removed from use by the facility. It was reported by the facility that during the transfer, "the resident place her arms and shoulders inside the sling body and slipped through the sling." MFR's instructions clearly state: "the pt's arms must be held outside hygiene sling mod 40 during the entire lifting procedure to prevent the risk of sliding out of the sling." "Check to ensure that the pt is sitting securely in the sling before starting the transfer procedure." "Never leave a pt unattended during a lifting situation." Failure to follow MFR's instructions in the use of this equipment was the cause of this incident. Remedial training will be offered in the use of this equipment.